Manufacturer narrative:
Date of event is an approximate as exact date is unknown.

Event description:
It was reported that the focus lens of the console was damaged, and it caused several fibers and debris shields to break, as well as popping noise when firing. No further information was reported.